Event description:
The micro sagittal saw was sent for eval due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint could not be duplicated because the device had no power. Corrosion of the internal components was identified as the probable cause of the device overheating.